Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. During pre-surgery setup, a surgical tech crossthreaded the end effector nut into the plate. As a result, the procedure was delayed and rio registration could not be completed. The surgeon decided the proper course of action was to convert to a alternate unicondylar implant system.

Manufacturer narrative:
As part of normal complaint f/u an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Mako field service responded to evaluate the system on (B)(4) 2011. The end effector was replaced on (B)(4) 2011, and the system was released for clinical use. Proper installation technique will serve to prevent similar occurrences.